Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
On (B)(6) 2013, an (B)(6) old female pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair but high calcification was observed. The physician inserted the delivery system from the right femoral but would not advance to the target site. He removed it with a backup and the replacement was advanced without problem and the main body was placed. However, he confirmed damage in the right external iliac artery to the right femoral artery. After placing a iliac leg graft on each iliac leg graft on each iliac artery, the damaged vessel was replaced with an artificial vessel in consideration of the vessel condition due to her age and calcification. The pt is doing fine after the procedure.